Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant alarms) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was a shorted wire inside the trunk cable. The cause of the constant alarms is the shorted wire. The root cause of the shorted wire cannot be positively identified. No adverse resulted from the shorted wire. The patient receive a replacement belt.

Event description:
A (B)(6) female patient contacted zoll customer support to report constant check belt / check therapy electrode messages. The patient was issued a replacement electrode belt.